Manufacturer narrative:
Zimvie complaint number (B)(4). Two implants and 2 unknown screws were returned for investigation. Visual evaluation of the as returned implants identified fracture at the threads and fracture screws were identified inside the implants. Additionally, there was bone residue around the external threads due to usage. Zimvie is not responsible for any damage caused by the clinician's removal of the devices.functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Pre-existing conditions noted on the per were diabetes, apoplexy 2017, and unknown bone density. The reported devices were in tooth location 13 and 23 (fdi) and were used for approximately 23 years, 7 months. The customer did not provide x-rays or images. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev j 08/2022) biomet 3i restorative products IFU (p-iis086gr rev f 10/2019) information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' unknown biomet screw (x2): DHR and complaint history review could not be performed, as the subject lot number associated with the reported products are not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint: (B)(4). Multiple MDR reports are filed for this event. See 0001038806 -2023 -00006.

Event description:
Per visual inspection, a fractured screw identified in the fractured implant.

Manufacturer narrative:
This report is being submitted to report additional information. Further review of the initial medwatch confirms that the d2: device product code was incorrectly left blank. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.